Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer planned to attempt calibrating the device using one of the o2 sensors. The customer also requested the cal/manufacturing codes, which were provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.

Event description:
It was reported to vyaire medical that the monitored fio2 (fraction of inspired oxygen) is high on the avea ventilator.the value is off by 15%. If the fio2 is set to 40% the monitored value is at 54%. The external analyzer was used and its at 41% in specification. The customer confirmed that there is no patient associated with this reported event.